Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the battery died with both devices. The first device was used with a blue cartridge and the second device was used with a white cartridge. It was unknown which firing this occurred on. A third device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Cartridge, pan the analysis found that one pse60a device was returned in good visual condition and with four ecr60d cartridge reloads present. Cartridge (b) ecr60d, k59v76, fully fired. Cartridge (c) ecr60d, k5dc2r, was received fully fired. Cartridge (d) ecr60d, j5jk6n was received fully fired. Cartridge (e) ecr60d j5jc5m, was received fully fired. In addition, in order to verify the integrity of internal components the returned cartridges (b, c, d, e) were disassembled and no anomalies were noted, no damage on cartridge deck was found. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event could not be confirmed as no malformed staples were noted during functional testing.